Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for an unrelated procedure. After the procedure, the pulse generator exhibited a diagnostics anomaly. After device software download, normal function resumed. The patient would continue to be monitored.